Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The instrument anvil was not received, so a pmv representative anvil was used for cycling. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely and the pushers advanced. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open reversal of hartman¿s procedure, while doing the end to end anastomoses, the device was difficult to close and open. The surgeon had to re-do the anastomoses as the donuts were incomplete. Surgical time was extended more than 30 minutes due to the product problem. Another device was used to complete the case.